Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform displacement test or lock reservoir in place due to missing retainer. Device received with minor scratched lcd window, keypad overlay texture damage, faded serial number label, cracked battery tube threads, missing retainer, scratched case and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer mention symptoms such as nasusea. The customer treated with manually injection. Customer's current blood glucose value was 394 mg/dl and the blood glucose was 600 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2018 at 11pm and blood glucose value when admitted to hospital was 600 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer was off the pump prior to hospitalization for greater than 48 hour. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer assisted to perform the high pressure test and result were passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer stated that damage on the reservoir lip compartment and lip ring was missing. The product was not returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial and supplemental reports were submitted with incorrect information. The correction has been made in this report.